Event description:
It was reported that the patient was admitted on (B)(6) 2022 for bacterial infection in the lungs and received first cardiac catheterization on (B)(6) 2022 to evaluate cardiac function. The results showed low pulmonary capillary wedge pressure and pa, high right atrial pressure and low cardiac index. There was mild dehydration and right heart failure were suggested, with no significant increase in pulmonary vascular resistance observed. Diuretics were reduced and pimobendan was added. The second cardiac catheterization was performed and the pump speed was set at 8200 revolutions per minute. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that patient symptoms included bloody sputum and chronic bronchitis was thought to be the trigger. The second cardiac catheterization was performed on (B)(6) 2022 to determine medical treatment and adjust the pump speed. The pump speed was set at 8200 revolutions per minute. Right heart failure was not pre-existing and was not believed to be device related.

Manufacturer narrative:
Section a1 and a2: patient initials and date of birth were inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported bacterial infection and right heart failure could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Section 6, ¿patient care and management¿ (under "postoperative patient care"), cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The heartmate ii lvas patient handbook, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.